Event description:
During an atrial fibrillation procedure, the tactisys had a communication issue which resulted in a cancellation of procedure. While the patient was under general anesthesia, it was noted that the tactisys would not connect. The ethernet cable between the tactisys on the amplifier was reseated and swapped but with no resolution. The tactisys to ampere cable was also replaced but with no resolution. The procedure was then cancelled and there were no adverse consequences to the patient.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Evaluation testing was unsuccessful as the tactisys was unable to be connected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause of the reported communication issue and subsequent cancellation was isolated to the fiso module in channel two.